Event description:
A facility reported that after unpacking the microsensor (ID (B)(6)), the physician found that there was a foreign matter (hair) inside the sensor packaging. The procedure was completed with a replacement product available. No surgical delay and no adverse consequences reported.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.